Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: failure to cross, dislodged stent deployed at an unintended site. Device issue: failure to cross, dislodged stent. It was reported that after a non-abbott stent was post-dilated with a non-abbott balloon catheter a vessel perforation was noted in the left anterior descending artery. A graftmaster stent was advanced for treatment; however, the stent could not pass through the perforation. The stent from the graftmaster dislodged from the stent delivery system and was compressed against the vessel wall in healthy tissue. The perforation was sealed with prolonged balloon inflation. The patient was discharged from the hospital and reported to be doing well. There were no reported adverse patient sequelae. Though requested, no additional information was provided.